Manufacturer narrative:
Eval summary: no devices or photos were rec'd; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. Eval: review of the device history records was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt underwent revision of elbow bushing component.